Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that for the last two months, the patient had problems recharging. The patient did not wear a belt and used a pillow to prop the recharger up against her. The patient stated that the device gets hot on her skin and the thermometer shows up. It was noted that the patient¿s skin would get red and hot after charging and she would have to stop charging sometimes due to the heat and seeing the thermometer on the screen. The patient was also complaining that it took too long to charge and that she was only charging about 1.5 hours each time. The patient was getting all 8 bars most of the time and the recharger and implantable neurostimulator (ins) were not losing connection. The reporter also noted that the patient got intermittently zapped when she removed the antenna from her skin. It was noted that it was not every time. The impedances were checked and were fine. It was further reported that the recharging frequency did match the patient¿s settings and that the patient was in continuous mode. The cause of the event was not determined but the patient was instructed to shut her stimulation off when recharging to see if that helped prevent any of the zapping. When the manufacturing representative met with the patient, the recharger was placed on the patient and no zapping took place after several attempts. Reprogramming was done for the patient and testings showed no abnormalities. The patient would report back if she had any questions or problems.